Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin. Net. Interrogation showed their pacemaker was over-sensing far-r waves. The patient was asymptomatic. The physician elected to continue monitoring the patient.